Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an inaccurate platelet (plt) result for one (1) patient sample that consisted of platelet clumps, generated by the unicel dxh 800 coulter cellular analysis system. Instrument flags (including platelet clump flags) were not generated for the patient sample. The erroneous result was reported out of the laboratory. A slide estimate was performed and an amended report was sent out for the patient result with codes h748 (plt clumps present on smear, machine count may not be valid and will not be reported) and h749 ("platelets appear adequate"). There were no reports of death, injury, or any change to patient treatment in this event.

Manufacturer narrative:
The specimen was collected in a 13x75 edta bd hemogard tube, stored refrigerated or at room temperature, and processed with 24 hours. The controls were run before and after the event; all controls results were acceptable. Raw data was not available for the investigation. Upon further investigation of the patient sample, the customer observed interference on the wbc and/or plt histograms. Service was not dispatched for this event. However, the customer has since implemented a process to review any potential low platelet counts (<150,000) and related histograms to avoid reporting falsely low platelet counts. Root cause is unknown. However, platelet clumps were seen on the manual smears for all patients. Per bec labeling, giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments are interfering substances for plt. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.